Event description:
Anesthesia ventilator malfunction during surgical case. Manual ventilation instituted and continued for the duration of the case. No adverse effect on pt from this malfunction. MFR rep was contacted by telephone and corrective steps were undertaken to ascertain. Proper function of the anesthesia ventilator.